Event description:
During a gastrointestinal bleed procedure it was noted that the tip was not connected. Upon receipt of the device from decontamination it was noted that the tip along with the needle guide tube assembly was detached.